Event description:
The customer reported that while the unit was in use on a pt, the unit displayed "system shutdown" and the unit shutdown. When the customer recycled the unit, the error code 117 was display. The pt was switched to another unit and therapy was continued. No pt injury was reported.

Manufacturer narrative:
The company rep replaced the front end board. The unit was tested to factory specification. It functioned normally and was returned to the customer.